Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer felt the blood glucose level was stable. The customer reloaded the existing cartridge successfully. Insulin delivery was resumed.